Manufacturer narrative:
Unit passed displacement test and self-test. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device would not follow the volume¿s setting. The device alarmed a hardware low level failure during self-test. The customer¿s blood glucose during the incident was 248 mg/dl. The device will be returned for analysis.